Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the prograsp forceps instrument involved with this complaint and completed additional device evaluation. The instrument was returned with the grips detached from the instrument and the distal clevis pin was missing. The grips were held together via the grip axis pin, which was intact, and did not exhibit any damage. The distal clevis holes and force amp pulley center holes that distal pin is installed through appeared to be undamaged. The hole sizes for distal clevis and force amp pulleys were checked with gage pins and found to be within specification. The instrument had 4 uses remaining, suggesting the instrument was able to be used multiple times with the distal clevis pin installed. Since distal clevis pin was not returned, it cannot be conclusively determined what may have caused it to dislodge from the distal clevis; however, one possible cause is that the clevis pin was not fully swaged during manufacturing.

Manufacturer narrative:
. A review of the instrument log for the prograsp forceps instrument associated with this event has been performed. Per logs, the prograsp forceps was last used on (B)(6)2019 on system sh1642. The instrument had 4 uses remaining. A review of the site's complaint history does not show any additional complaints related to this product. No image or video clip for the reported event was submitted for review. Based on the information provided at this time, this complaint is being reported due to the following conclusion: the instrument clevis pin was missing or sticking out with no evidence or claim of user mishandling/misuse. The customer reported complaint does not itself constitute an MDR reportable event; however, the missing clevis pin found during failure analysis could cause or contribute to an adverse event if the malfunction were to recur.

Event description:
It was reported that during central processing, the grips on the prograsp forceps instrument broke. There was no report of patient involvement.